Event description:
During an interventional radiology angiogram, a/v dialysis graft/fistula and angioplasty the interventional radiologist deployed drug coated balloon, the interventional radiology technician inflated balloon to required atmosphere (6atm), held for 3 minutes. The tech deflated balloon at physicians request. As the physician retracted the balloon, he discovered it to be not fully deflated. The tech deflated again and as balloon reached the sheath it would not squeeze through the sheath. The physician pulled the sheath out with balloon leaving a wire in place. Access with a new sheath was obtained and subsequent non-drug coated ballooning was performed. Case was completed without patient harm. Supply chain manager notified company rep.